Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation found varying-colored images (purple/green) traced the image error back to the cable unit and the optical fiber bundle at the distal end of the outer tube is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective charged coupled device (ccd) chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green image. The issue was found during the procedure which was completed with a similar device. There were no reports of patient harm.